Manufacturer narrative:
Additional information concerning this event will be requested from the field.

Event description:
Boston scientific received information that there was a pacemaker mediated tachycardia (pmt) episode noted with this pacemaker. A review of the electrograms also noted loss of capture on the right ventricular (rv) channel that led to a period of asystole of greater than two seconds. Boston scientific technical services reviewed the episode and confirmed the pmt episode does appear to be real pmt as extending pvarp stops the tracking and allows the atrial rate to slow. At this time troubleshooting is ongoing and the pacemaker was reprogrammed and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information from the field indicating the system was reprogrammed and the patient will continue to be monitored. No adverse patient effects were reported.